Event description:
Boston scientific received information that during a routine in-clinic follow up, this right ventricular (rv) lead exhibited high threshold measurements and loss of capture (loc). The lead was observed to have dislodged. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual observation noted the that the extraction stylet was returned stuck in the lead, the conductor coils were stretched 375-441 millimeters (mm) from the terminal pin, the insulation was cut 77-79 mm and 86-100 mm from the terminal pin and insulation separation was observed proximal to the anode electrode 341 mm from the terminal pin. Laboratory analysis did not observe anything visually that would have caused or contributed to a lead dislodgement.

Manufacturer narrative:
The lead was successfully explanted and replaced. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.